Event description:
The facility's technician reported an infusion pump with a failure code 810:04. Info was not provided regarding whether or not the failure code occurred during an infusion. The technician stated that they have no record of any pt incident involving the pump since the last baxter service event.